Event description:
It was reported that patient presented to the hospital due to a lead integrity alert. The right ventricular lead had a sudden increase in impedance and a high sensing integrity count (sic). Lead fracture is suspected. Lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).